Manufacturer narrative:
The cycler is pending return at the time of this report, therefore evaluation is ongoing. Car-170c lot # 50777013 and sak-307 lot # 50279017 were returned and no problems were identified upon evaluation. A follow up report will be submitted upon completion of the investigation.

Event description:
The (B)(6) reported that on (B)(6) 2015 a (B)(6) female patient expired during manual rinseback. Approximately 3 minutes into treatment a system alarm had occurred. The patient and caregiver elected to end therapy and perform a manual rinseback. During manual rinseback, the patient became nauseated, glassy eyed. A 911 was called. The patient was in ventricular fibrillation when the paramedics arrived. CPR was initiated. The patient was pronounced deceased at the emergency room 20 minutes later. The cause of death was documented as cardiac arrest. No autopsy was performed. A relationship to the therapy could not be excluded.